Manufacturer narrative:
Other applicable components are: product ID neu_unknown_cath, serial# unknown, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician.

Event description:
Information was reported by the healthcare professional (hcp) via the company representative regarding a patient receiving morphine (50 mg/ml at 2.4 mg/day) and fentanyl (1000 mcg/ml at 48 mcg/day) from an implanted pump. The indication for use was non-malignant pain and other non-malignant pain. On (B)(6) 2016 it was reported that the priming bolus was forgot/skipped. It was noted that on (B)(6) 2016 there was a revision due to the normal elective replacement indicator when it was discovered that there was a hole in the catheter and it was severed so a catheter revision was done [see manufacturer's report 3004209178-2016-15292]. It was noted that a 0.3 ml back table prime was done for the new pump at 2:00 pm but they forgot to prime the catheter. It was also reported that the healthcare professional (hcp) decided to push drug though the revised catheter because they were unable to aspirate the catheter following the revision. The patient was fine except having a runny nose for underdose/withdrawal symptoms because of not receiving drug since (B)(6) 2016 at 2:00. The patient had also tried to use their personal therapy manager for three boluses since (B)(6) 2016. It was noted that the programming error had caused an underdose and the error was discovered on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.